Event description:
It was reported that the device was explanted after an implant duration of approximately 41 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to an aortic root aneurysm.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Through followup with the surgeon, we received a copy of the operative report and learned the reason for explant.

Event description:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.